Event description:
It was reported that when the patient presented in clinic after receiving an alert, the device was found to be in backup vvi mode. A software download successfully restored normal device function, and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.